Event description:
Caller reported difficulty with pressing the wake button on the pump, which required multiple presses to activate. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.